Event description:
During a wisdom tooth removal the handpiece became immediately hot, causing a second degree burn on the lip (approximately 1cm x 3cm). Area was treated with a special soap and an ointment.